Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device fell apart into three pieces was confirmed. An assessment was performed and it was determined that the coupling pin was broken, causing the rest of the part to disassemble from the oscillating saw attachment, the coupling piece was broken in half, and the internal parts of the device were corroded. It was further determined that the device failed pretest for general condition. The assignable root cause of this condition was determined to be traced to the user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was documented in the initial med watch report that the lot number was 1381-r. Upon further investigation it was been noted that the serial number of the device is 1381-r. The UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI -(B)(4).

Manufacturer narrative:
Concomitant med products and therapy dates: blade device ((B)(6) 2019). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the attachment device fell apart into three pieces when attempting to lock a blade device on the device. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.